Manufacturer narrative:
Update rec'd 7/16/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from metallosis and elevated levels of cobalt and chromium. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/16/2014- pfs and medical records received. A correct doi was provided. After review of the medical records for MDR reportability, the primary operative note indicated a crack occurred in the calcar when inserting the stem. During the revision operation, there was metallosis around the joint and on the trunnion. Increased metal ions were also confirmed as alleged per litigation. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2590332 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against femoral head and insert. Per procedure, this device(s) is exempt from device history record review. However, a complaint database search found additional reports against the 2590332 lot code. A previous review of the device history records for the 2590332 lot code did not reveal any related manufacturing deviations or anomalies. A search of the complaints databases identified no other reports against the remaining product/lot code combination. Medical records were received and reviewed. From the information reviewed in this report it is unlikely that there was a manufacturing fault. Patient x-rays provided were not relevant to this reporting. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.